Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer on the pace/defib engine. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72," "defib fault 76," and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.